Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the recommended bolus amount was 5 units larger than what the customer expected to observe. Review of the customer's personal profile settings verified that the customer had transposed the carbohydrates and correction factor settings. Blood glucose level was 186 mg/dl. Reportedly, the contact adjusted the pump settings.